Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cord was damaged and could not charge the pump battery. Customer's blood glucose was 190 mg/dl. Reportedly, the usb cord was replace to resolve the issue.